Manufacturer narrative:
The insulin pump received with critical pump error and a broken sensor due to moisture damage to force sensor. The insulin pump received with corroded electronic assemblies and corroded motor home switch. The insulin pump received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.